Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8835, product type: programmer, patient. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 4.002 via an implantable pump. The indication for use was not reported. The catheter was not able to be aspirated at a pump replacement. The reporter had requested help with programming the pump since the new pump had new drug and the old catheter that could not be aspirated had old drug. Patient/device information, troubleshooting, the cause of the issue, interventions, and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.